Event description:
Pt was using a respironics dreamstation CPAP machine with heated tubing. He went to adjust his nasal cushion and received a large shock up both arms. Pt believes it may have been an issue with the tubing which is 1 year old. We have retrieved this equipment from the patient and provided him with loaner equipment. The manufacturer rep was notified and we are sending the equipment back for inspection. FDA safety report ID# (B)(4).